Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The estradiol unit of measure was pmol/l. The negative bhcg and the estradiol result of 41.79 pmol/l were believed to be correct. The patient's birthdate was (B)(6) 1977. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As the calibration and qc data was acceptable, reagent issues were not suspected. Possible root causes identified were issues with proper placement of the instrument incubator cover and pre analytical sample handling.

Event description:
The customer received questionable results for three patient samples. Data was only provided for one patient sample. The customer noticed the cover of the incubator was not properly installed. The samples were then repeated. The estradiol initial result was 41.79 and the repeat result was 87.93. The unit of measure was requested, but was not provided. The intact human chorionic gonadotropin + the b-subunit (hcg+b) initial result was 0.120 iu/l and the repeat result was 257.2 iu/l. The repeat results were believed to be correct. All of the results were reported outside the laboratory. No adverse event was reported. The estradiol reagent lot number was 179169 with an expiration date of 08/31/2015. The hcg+b reagent lot number was 18003901 with an expiration date of 12/31/2015. The analytical e module serial number was either (B)(4). Clarification was requested, but was not provided.